Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had no image. This issue was found during maintenance. No harm reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g4 - PMA/510(k) # and h5 - labeled for single use. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a defective plug unit. Olympus will continue to monitor field performance for this device.